Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient experienced shocking sensation that caused a lot of pain. The physician prescribed the patient with morphine and muscle relaxers.

Event description:
It was reported that the patient experienced shocking sensation that caused a lot of pain. The physician prescribed the patient with morphine and muscle relaxers.

Manufacturer narrative:
B1. Corrected to include adverse event and product problem. B2. Corrected to include required intervention to prevent permanent impairment. B5. Corrected to further clarify the reported event. D4. Updated to include UDI. H6. Corrected to include patient code inappropriate device stimulation of tissue, the impact code of imaging required and the device code of power problem.

Event description:
It was reported that the patient attempted to increase stimulation from 60% using the gray plus button and experienced a shocking sensation, after which he stated he was unable to reduce stimulation and experienced significant pain; he reported turning the stimulation off and seeking medical care, where he was placed on morphine and muscle relaxers. Troubleshooting was attempted, and the patient requested an in person representative visit. The patient was seen at physician office, where x ray imaging showed no lead migration and impedance checks were normal. It was identified that the patient had inadvertently switched to a paresthesia only program and attempted to use it at the same percentage as his combination therapy program, resulting in uncomfortably strong stimulation. The patient was assisted in returning to his preferred program, educated on remote use, and reported continued pain coverage and relief with no further programming adjustments needed.